Event description:
It was reported patient underwent custom knee procedure on (B)(6) 2004. Subsequently, the patient requires a revision procedure due to an unknown reason. The revision procedure is scheduled for (B)(6) 2013. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown.

Manufacturer narrative:
The initial medwatch indicated the revision procedure was going to take place in (B)(6) 2013; however, further follow up revealed that a revision procedure has not taken place to date, but has been planned.

Event description:
It was reported patient underwent custom knee procedure on (B)(6) 2004. A revision procedure is required due to osteolysis. There has been no reported revision procedure to date.